Event description:
A report was received that the patient had difficulty charging the ipg due to the charger not coupling over the ipg site. The patient underwent a pocket revision procedure and was reportedly doing well postoperatively.